Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. It was reported that the device was not used past its expiry date. (B)(4): the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation jumbo oval snare was used during a colonoscopy procedure performed on (B)(6), 2012. According to the complainant, the snare loop became embedded in the patient's colonic tissue while the user was removing the target polyp in a piecemeal fashion. The polyp was reported to be very large (3-4cm). As the snare could not be extricated, the procedure was aborted and the patient was transferred to another hospital, where emergency surgery was performed to remove the device.